Event description:
Explant of right breast implant. The implant in the right breast was defective. It was a mentor implant. There was found to be a disruption in the vulcanized patch over where the device was filled on the base of the implant. This had become disrupted and there was a small bit of silicone gel extravasation.